Event description:
It was reported that the health care professional (hcp) was unable to interrogate this pacemaker. Technical services (ts) was consulted and interrogated the device the check the software. Upon interrogation, ts found the device was in safety mode. This pacemaker was explanted and successfully replaced. This pacemaker has not been returned to boston scientific and no additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.